Event description:
Reportedly, ventricular pacing failure was observed on ECG. At pacemaker check, abnormal ventricular lead impedance (>3000 ohms) was measured by the programmer. Pacemaker check was performed again. Abnormal ventricular lead impedance (>3000 ohms) was measured again, however normal ventricular lead impedance (around 500 ohms) was also measured during pacemaker check. Measured ventricular threshold and r wave amplitude were normal. No measurements were performed in unipolar configuration. Incomplete ventricular lead fracture was suspected; therefore re-intervention was scheduled for the same day. Pacemaker was removed from the pacemaker pocket, and ventricular lead pull test was applied, and then lead connection failure was not confirmed. During the procedure of ventricular lead disconnection, physician did not feel any resistance when he unscrewed ventricular setscrew. Ventricular lead was measured by a pacing system analyzer and measurements were normal. Mechanical stress (pressing pacemaker pocket, pulling ventricular lead&#27232;was applied to the ventricular lead, however no anomaly was confirmed. Malfunction of the lead connection system on the subject pacemaker was suspected, a new pacemaker was connected to atrial and ventricular leads, and re-intervention was completed. No anomaly was confirmed at the pacemaker check after re-intervention. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular pacing failure was observed on ECG. At pacemaker check, abnormal ventricular lead impedance (>3000 ohms) was measured by the programmer. Pacemaker check was performed again. Abnormal ventricular lead impedance (>3000 ohms) was measured again, however normal ventricular lead impedance (around 500 ohms) was also measured during pacemaker check. Measured ventricular threshold and r wave amplitude were normal. No measurements were performed in unipolar configuration. Incomplete ventricular lead fracture was suspected; therefore re-intervention was scheduled for the same day. Pacemaker was removed from the pacemaker pocket, and ventricular lead pull test was applied, and then lead connection failure was not confirmed. During the procedure of ventricular lead disconnection, physician did not feel any resistance when he unscrewed ventricular setscrew. Ventricular lead was measured by a pacing system analyzer and measurements were normal. Mechanical stress (pressing pacemaker pocket, pulling ventricular lead...) Was applied to the ventricular lead, however no anomaly was confirmed. Malfunction of the lead connection system on the subject pacemaker was suspected, a new pacemaker was connected to atrial and ventricular leads, and re-intervention was completed. No anomaly was confirmed at the pacemaker check after re-intervention. The subject pacemaker will be returned for analysis.